Manufacturer narrative:
Novocure´s medical opinion is that the contribution of the device cord to the fall and secondary spinal fracture cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Spinal fracture was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 70 reports of spinal fracture in the commercial program to date.

Event description:
A 55-year-old male patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2024, as part of the ist, "enhancing tumor treating fields therapy for recurrent glioblastoma with targeted and individualized skull remodeling surgery: a multi-center, randomized phase ii trial." On may 03, 2024, novocure was made aware that on an unknown date the patient fell, broke his back and required subsequent hospitalization. On (B)(6) 2024, the patient´s spouse reported that the fall was due to the cords from the connector cable (cad) of the device. The patient received conservative treatment with a back brace (corsage). Reportedly, the patient experienced a balance disorder since his tumor resection. The prescribing physician was contacted for further information but was not able to provide any additional information.

Manufacturer narrative:
Novocure received additional information on june 01, 2024, from the treating physician, that the patient fell while standing which resulted in a l1 compression fracture. The patient did not require inpatient treatment and was treated conservatively with a corset for 12 weeks. The patient experienced no loss of consciousness, or suspected seizure activity. The physician noted that the patient had a history of hemiparesis at the start of optune gio therapy, which might have contributed to the fall. The physician assessed that there was no relationship between optune gio therapy and the fall.